Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead (B)(6) 2002;addr01 implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had noise with isometrics and a lead fracture was suspected. During the extraction of the atrial lead, the right ventricular lead may have been damaged and was now exhibiting high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had noise with isometrics and a lead fracture was suspected. During the extraction of the atrial lead the right ventricular lead may have been damaged and was now exhibiting high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.